Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dr. Said they are just in my pelvic area / dr, just thinks they are floating around in my pelvic area'), uterine perforation ('the missing essure micro-inserts had migrated to her uterus and perforated the uterine wall'), device breakage ('only half of one of the essure micro-inserts was recovered during surgery'), genital haemorrhage ('abnormal bleeding (general)'), post procedural haemorrhage ('I had ny surgery done on the 11th and still bleeding non stop'), ovarian germ cell teratoma ('presence of a teratoma near her left ovary/tumor/teratoma/cancer-type: ovarian teratoma') and pneumoperitoneum ('air pocket between her liver and lung') in a 22-year-old female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, uterine atrophy and retroverted uterus. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and was found to have ovarian germ cell teratoma (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2015, the patient experienced pelvic pain ("severe pain / severe pelvic pain when not menstruating/pain"), menorrhagia ("heavy bleeding during menstruation and prolonged menstrual cycles/ abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), menopausal symptoms ("post-menopausal symptoms") and hot flush ("hot flash"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), pneumoperitoneum (seriousness criterion medically significant) with dyspnoea, abdominal pain lower ("severe lower abdominal pain when not menstruating"), procedural pain ("recovery from her surgeries and subsequent complications was very painful/ it only hurts where the incision are. Its like a burning sharp pain here and there."), polymenorrhoea ("period for 2 weeks with a day break and back to 2 weeks for almost 2 months"), hypomenorrhoea ("I had my period a week ago but it was extremely light"), abdominal distension ("bloating / I look like I'm pregnant"), arthralgia ("severe hip pain when not menstruating"), migraine ("migraines"), fatigue ("fatigue"), nausea ("nauseous"), asthenia ("drained"), emotional disorder ("emotional mess"), swelling ("swelling"), blister ("blisters"), depression ("depression"), dermatitis contact ("allergic reaction to the band aides that were used over my staples"), adnexa uteri pain ("I also had my ovary removed and I get most of my cramps there") and ovarian enlargement ("left ovary was very enlarged") and was found to have blood pressure decreased ("my blood pressure dropping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)/oophorectomy and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)/oophorectomy (one side). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, device breakage, post procedural haemorrhage, ovarian germ cell teratoma, pneumoperitoneum, procedural pain, polymenorrhoea, hypomenorrhoea, vaginal discharge, mood swings, menopausal symptoms, hot flush, nausea, asthenia, emotional disorder, blood pressure decreased, swelling, blister, depression, dermatitis contact, adnexa uteri pain and ovarian enlargement outcome was unknown, the genital haemorrhage, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the pelvic pain, abdominal pain lower, dyspareunia, abdominal distension, arthralgia, migraine and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, arthralgia, asthenia, blister, blood pressure decreased, depression, dermatitis contact, device breakage, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, hot flush, hypomenorrhoea, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, ovarian enlargement, ovarian germ cell teratoma, pelvic pain, pneumoperitoneum, polymenorrhoea, post procedural haemorrhage, procedural pain, swelling, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pelvic ultrasound was performed. Anesthesia: para cervical block, using 3% carbocaine without epinephrine. Lap left oophorectomy. Left ovary and teratoma material including hair and fluid. The patient had suspected there was a relationship between the symptoms and the device, she did not know the device was defective or defendant's wrongful conduct at that time. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2016: results: air pocket between her liver and lung. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion of fallopian tubes. Pregnancy test - on an unknown date: negative. Ultrasound pelvis - on (B)(6) 2015: results: unremarkable and within normal limits. X-ray - in 2016: results: air pocket between her liver and lung. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal distention. Concerning the injuries reported in this case, the following one/ones were reported via social media: hypomenorrhoea, polymenorrhoea, device dislocation, dermatitis contact, post procedural haemorrhage, adnexa uteri pain, nausea, asthenia, emotional disorder, blood pressure decreased, swelling, blister, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: social media received. Reporter information updated. Events: "nauseous, drained, emotional mess, my blood pressure dropping, swelling, blisters, depression, period for 2 weeks with a day break and back to 2 weeks for almost 2 months, I had my period a week ago but it was extremely light, dr. Said they are just in my pelvic area / dr. Just thinks they are floating around in my pelvic area, ovarian enlargement, allergic reaction to the band aides that were used over my staples, I had my surgery done on the 11th and still bleeding non stop, I also had my ovary removed and I get most of my cramps there" were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dr. Said they are just in my pelvic area / dr, just thinks they are floating around in my pelvic area'), uterine perforation ('the missing essure micro-inserts had migrated to her uterus and perforated the uterine wall'), device breakage ('only half of one of the essure micro-inserts was recovered during surgery'), genital haemorrhage ('abnormal bleeding (general)'), post procedural haemorrhage ('I had ny surgery done on the 11th and still bleeding non stop'), ovarian germ cell teratoma ('presence of a teratoma near her left ovary/tumor/teratoma/cancer-type: ovarian teratoma') and pneumoperitoneum ('air pocket between her liver and lung') in a 22-year-old female patient who had essure (batch no. Co6521-not valid, c06521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: the CT scan further revealed the presence of a teratoma near left ovary. Concurrent conditions included abdominal pain, uterine atrophy and retroverted uterus. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and was found to have ovarian germ cell teratoma (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2015, the patient experienced pelvic pain ("severe pain / severe pelvic pain when not menstruating/pain"), menorrhagia ("heavy bleeding during menstruation and prolonged menstrual cycles/ abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), menopausal symptoms ("post-menopausal symptoms") and hot flush ("hot flash"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), pneumoperitoneum (seriousness criterion medically significant) with dyspnoea, abdominal pain lower ("severe lower abdominal pain when not menstruating"), procedural pain ("recovery from her surgeries and subsequent complications was very painful/ it only hurts where the incision are. Its like a burning sharp pain here and there."), polymenorrhoea ("period for 2 weeks with a day break and back to 2 weeks for almost 2 months"), hypomenorrhoea ("I had my period a week ago but it was extremely light"), abdominal distension ("bloating / I look like I'm pregnant"), arthralgia ("severe hip pain when not menstruating"), migraine ("migraines"), fatigue ("fatigue"), nausea ("nauseous"), asthenia ("drained"), emotional disorder ("emotional mess"), swelling ("swelling"), blister ("blisters"), depression ("depression"), dermatitis contact ("allergic reaction to the band aides that were used over my staples"), adnexa uteri pain ("I also had my ovary removed and I get most of my cramps there") and ovarian enlargement ("left ovary was very enlarged") and was found to have blood pressure decreased ("my blood pressure dropping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)/oophorectomy and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)/oophorectomy (one side). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, device breakage, post procedural haemorrhage, ovarian germ cell teratoma, pneumoperitoneum, procedural pain, polymenorrhoea, hypomenorrhoea, vaginal discharge, mood swings, menopausal symptoms, hot flush, nausea, asthenia, emotional disorder, blood pressure decreased, swelling, blister, depression, dermatitis contact, adnexa uteri pain and ovarian enlargement outcome was unknown, the genital haemorrhage, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the pelvic pain, abdominal pain lower, dyspareunia, abdominal distension, arthralgia, migraine and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, arthralgia, asthenia, blister, blood pressure decreased, depression, dermatitis contact, device breakage, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, hot flush, hypomenorrhoea, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, ovarian enlargement, ovarian germ cell teratoma, pelvic pain, pneumoperitoneum, polymenorrhoea, post procedural haemorrhage, procedural pain, swelling, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pelvic ultrasound was performed. Anesthesia: para cervical block, using 3% carbocaine without epinephrine. Lap left oophorectomy. Left ovary and teratoma material including hair and fluid. The patient had suspected there was a relationship between the symptoms and the device, she did not know the device was defective or defendant's wrongful conduct at that time. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2016: results: air pocket between her liver and lung. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion of fallopian tubes. Pregnancy test - on an unknown date: negative. Ultrasound pelvis - on (B)(6) 2015: results: unremarkable and within normal limits. X-ray - in 2016: results: air pocket between her liver and lung. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal distention. Concerning the injuries reported in this case, the following one/ones were reported via social media: hypomenorrhoea, polymenorrhoea, device dislocation, dermatitis contact, post procedural haemorrhage, adnexa uteri pain, nausea, asthenia, emotional disorder, blood pressure decreased, swelling, blister, depression batch no c06521. Production date 2013-12-27. Expiration date 2016-12-31. Lot number co6521 is not valid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dr. Said they are just in my pelvic area / dr, just thinks they asre floating around in my pelvic area'), uterine perforation ('the missing essure micro-inserts had migrated to her uterus and perforated the uterine wall'), device breakage ('only half of one of the essure micro-inserts was recovered during surgery'), genital haemorrhage ('abnormal bleeding (general)'), post procedural haemorrhage ('I had ny surgery done on the 11th and still bleeding non stop'), ovarian germ cell teratoma ('presence of a teratoma near her ieft ovary/tumor/teratoma/cancer-type: ovarian teratoma') and pneumoperitoneum ('air pocket between her liver and lung') in a 22-year-old female patient who had essure (batch no. C06521-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, uterine atrophy and retroverted uterus. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and was found to have ovarian germ cell teratoma (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2015, the patient experienced pelvic pain ("severe pain / severe pelvic pain when not menstruating/pain"), menorrhagia ("heavy bleeding during menstruation and prolonged menstrual cycles/ abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), menopausal symptoms ("post-menopausal symptoms") and hot flush ("hot flash"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), pneumoperitoneum (seriousness criterion medically significant) with dyspnoea, abdominal pain lower ("severe lower abdominal pain when not menstruating"), procedural pain ("recovery from her surgeries and subsequent complications was very painful/ it only hurts where the incision are. Its like a burning sharp pain here and there."), polymenorrhoea ("period for 2 weeks with a day break and back to 2 weeks for almost 2 months"), hypomenorrhoea ("I had my period a week ago but it was extremly light"), abdominal distension ("bloating / I look like I'm pregnant"), arthralgia ("severe hip pain when not menstruating"), migraine ("migraines"), fatigue ("fatigue"), nausea ("nauseous"), asthenia ("drained"), emotional disorder ("emotional mess"), swelling ("swelling"), blister ("blisters"), depression ("depression"), dermatitis contact ("allergic reaction to the band aides that were used over my staples"), adnexa uteri pain ("I also had my ovary removed and I get most of my cramps there") and ovarian enlargement ("left ovary was very enlarged") and was found to have blood pressure decreased ("my blood pressure dropping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)/oophorectomy and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)/oophorectomy (one side). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, device breakage, post procedural haemorrhage, ovarian germ cell teratoma, pneumoperitoneum, procedural pain, polymenorrhoea, hypomenorrhoea, vaginal discharge, mood swings, menopausal symptoms, hot flush, nausea, asthenia, emotional disorder, blood pressure decreased, swelling, blister, depression, dermatitis contact, adnexa uteri pain and ovarian enlargement outcome was unknown, the genital haemorrhage, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the pelvic pain, abdominal pain lower, dyspareunia, abdominal distension, arthralgia, migraine and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, arthralgia, asthenia, blister, blood pressure decreased, depression, dermatitis contact, device breakage, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, hot flush, hypomenorrhoea, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, ovarian enlargement, ovarian germ cell teratoma, pelvic pain, pneumoperitoneum, polymenorrhoea, post procedural haemorrhage, procedural pain, swelling, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pelvic ultrasound was performed. Anesthesia: para cervical block, using 3% carhocaine without epinephrine. Lap left oophorectomy. Left ovary and teratoma material including hair and fluid. The patient had suspected there was a relationship between the symptoms and the device, she did not know the device was defective or defendant's wrongful conduct at that time. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2016: results: air pocket between her liver and lung. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion of fallopian tubes. Pregnancy test - on an unknown date: negative. Ultrasound pelvis - on (B)(6) 2015: results: unremarkable and within normal limits. X-ray - in 2016: results: air pocket between her liver and lung. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal distenstion. Concerning the injuries reported in this case, the following one/ones were reported via social media: hypomenorrhoea, polymenorrhoea, device dislocation, dermatitis contact, post procedural haemorrhage, adnexa uteri pain, nausea, asthenia, emotional disorder, blood pressure decreased, swelling, blister, depression lot number reported co6521 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 07-dec-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function if all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and, due to unspecified reason, she underwent a bilateral salpingectomy 10 months after essure insertion. During follow-up exam, the physician advised her that only half of one of the essure micro-inserts was recovered during surgery (seen as device breakage). A CT scan was performed and showed that the missing essure micro-inserts had migrated to her uterus and perforated the uterine wall. This exam also revealed the presence of a teratoma near left ovary. She had a second surgery to remove her left ovary and the teratoma. On the next day, plaintiff presented shortness of breath and CT and x-rays revealed an air-pocket between liver and lung (interpreted as pneumoperitoneum). Ovarian germ cell teratoma and pneumoperitoneum are unanticipated while other events are anticipated in the reference safety information for essure. The exact date and mechanism of uterine perforation and device breakage are not known, however, considering the events' nature, causality with essure cannot be excluded. Given the etiology of ovarian germ cells teratomas, a causal relationship with essure was considered unrelated. Even though it was nor specified, it is possible the plaintiff's surgery was performed through laparoscopy. Considering the close temporal relationship of dyspnea-pneumoperitoneum diagnosis, pneumoperitoneum could be related to surgery itself. This event was considered unrelated to essure. This case was regarded as incident, due to required surgical interventions. Additionally, non serious events were reported. The product technical analysis concluded a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the missing essure micro-inserts had migrated to her uterus and perforated the uterine wall"), device breakage ("only half of one of the essure micro-inserts was recovered during surgery"), ovarian germ cell teratoma ("presence of a teratoma near her ieft ovary/tumor/teratoma/cancer-type: ovarian teratoma"), pneumoperitoneum ("air pocket between her liver and lung") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. Co6521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, uterine atrophy and retroverted uterus. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain / severe pelvic pain when not menstruating/pain"), ovarian germ cell teratoma (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), menopausal symptoms ("post-menopausal symptoms"), hot flush ("hot flash"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation and prolonged menstrual cycles/ abnormal bleeding menorrhagia"), abdominal pain lower ("severe lower abdominal pain when not menstruating"), arthralgia ("severe hip pain when not menstruating"), migraine ("migraines"), fatigue ("fatigue"), abdominal distension ("bloating"), pneumoperitoneum (seriousness criterion medically significant) with dyspnoea, procedural pain ("recovery from her surgeries and subsequent complications was very painful") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)/oophorectomy (one side), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)/oophorectomy (one side) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, ovarian germ cell teratoma, pneumoperitoneum, procedural pain, mood swings, menopausal symptoms, hot flush and vaginal discharge outcome was unknown, the pelvic pain, abdominal pain lower, arthralgia, dyspareunia, migraine, fatigue and abdominal distension had not resolved and the menorrhagia, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menopausal symptoms, menorrhagia, migraine, mood swings, ovarian germ cell teratoma, pelvic pain, pneumoperitoneum, procedural pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pelvic ultrasound was performed. Anesthesia: para cervical block, using 3% carhocaine without epinephrine. Lap left oophorectomy. Left ovary and teratoma material including hair and fluid. The patient had suspected there was a relationship between the symptoms and the device, she did not know the device was defective or defendant's wrongful conduct at that time. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: unremarkable and within normal limits concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal distenstion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the missing essure micro-inserts had migrated to her uterus and perforated the uterine wall"), device breakage ("only half of one of the essure micro-inserts was recovered during surgery"), ovarian germ cell teratoma ("presence of a teratoma near her ieft ovary"), pneumoperitoneum ("air pocket between her liver and lung") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure (batch no. Co6521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), menopausal symptoms ("post-menopausal symptoms"), hot flush ("hot flash"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain / severe pelvic pain when not menstruating"), menorrhagia ("heavy bleeding during menstruation and prolonged menstrual cycles/ abnormal bleeding menorrhagia"), abdominal pain lower ("severe lower abdominal pain when not menstruating"), arthralgia ("severe hip pain when not menstruating"), migraine ("migraines"), fatigue ("fatigue"), abdominal distension ("bloating"), ovarian germ cell teratoma (seriousness criterion medically significant), pneumoperitoneum (seriousness criterion medically significant) with dyspnoea, procedural pain ("recovery from her surgeries and subsequent complications was very painful"), genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)/oophorectomy (one side) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)/oophorectomy (one side). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, ovarian germ cell teratoma, pneumoperitoneum, procedural pain, mood swings, menopausal symptoms, hot flush and vaginal discharge outcome was unknown, the pelvic pain, abdominal pain lower, arthralgia, dyspareunia, migraine, fatigue and abdominal distension had not resolved and the menorrhagia, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menopausal symptoms, menorrhagia, migraine, mood swings, ovarian germ cell teratoma, pelvic pain, pneumoperitoneum, procedural pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received - reporter and patient dempgraphic added. Lot number co6521 added.the following events were provided- mood swings, hot flash, post-menopausal symptoms, bleeding genital, vaginal haemorrhage, dysmenorrhea (cramping), vaginal discharge. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the missing essure micro-inserts had migrated to her uterus and perforated the uterine wall"), device breakage ("only half of one of the essure micro-inserts was recovered during surgery"), ovarian germ cell teratoma ("presence of a teratoma near her ieft ovary/tumor/teratoma/cancer-type: ovarian teratoma"), pneumoperitoneum ("air pocket between her liver and lung") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, uterine atrophy and retroverted uterus. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain / severe pelvic pain when not menstruating/pain"), ovarian germ cell teratoma (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), menopausal symptoms ("post-menopausal symptoms"), hot flush ("hot flash"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation and prolonged menstrual cycles/ abnormal bleeding menorrhagia"), abdominal pain lower ("severe lower abdominal pain when not menstruating"), arthralgia ("severe hip pain when not menstruating"), migraine ("migraines"), fatigue ("fatigue"), abdominal distension ("bloating"), pneumoperitoneum (seriousness criterion medically significant) with dyspnoea, procedural pain ("recovery from her surgeries and subsequent complications was very painful") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)/oophorectomy (one side). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, ovarian germ cell teratoma, pneumoperitoneum, procedural pain, mood swings, menopausal symptoms, hot flush and vaginal discharge outcome was unknown, the pelvic pain, abdominal pain lower, arthralgia, dyspareunia, migraine, fatigue and abdominal distension had not resolved and the menorrhagia, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menopausal symptoms, menorrhagia, migraine, mood swings, ovarian germ cell teratoma, pelvic pain, pneumoperitoneum, procedural pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pelvic ultrasound was performed. Anesthesia: para cervical block, using 3% carhocaine without epinephrine. Lap left oophorectomy. Left ovary and teratoma material including hair and fluid. The patient had suspected there was a relationship between the symptoms and the device, she did not know the device was defective or defendant's wrongful conduct at that time. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: unremarkable and within normal limits. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal distenstion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 for birth control. On (B)(6) 2015, an hsg (hysterosalpingogram) test was performed, confirming full occlusion of fallopian tubes. A few months after having the essure device implanted, the plaintiff began experiencing symptoms, which included: severe pain and heavy bleeding during menstruation; prolonged menstrual cycles; severe, lower abdominal, pelvic, and hip pain when not menstruating; painful intercourse; migraines; fatigue: and bloating. Over the next several months, she complained about these symptoms to her physician. In light of her continued symptoms, she discussed the possibility of having surgery to remove the essure micro-inserts. In or about (B)(6) 2015, she underwent a bilateral salpingectomy. Approximately one week later, the plaintiff was seen for a post-operative visit. During this follow-up exam, the physician advised her that subsequent examination of her explanted specimens revealed that only half of one of the essure micro-inserts was recovered during surgery; that the missing micro-inserts had migrated to another area of her body prior to surgery. Accordingly, she was sent to a CT scan to ascertain the location of the missing essure micro-inserts. The results of the CT scan showed that the missing essure micro-inserts had actually migrated to her uterus and had perforated the uterine wall. The CT scan further revealed the presence of a teratoma near left ovary. In (B)(6) 2016, she underwent a second painful and invasive procedure to remove her left ovary, as well as the teratoma. The very next day, the plaintiff began having shortness of breath, prompting her to go to the emergency room (ER). While being treated in the ER, a CT and x-rays were ordered, which revealed an air pocket between her liver and lung. Thereafter, she was given a prescription for pain medication and discharged home. The recovery from her surgeries and subsequent complications was very painful, forcing her to take time off from work. Unfortunately, the plaintiff continued to experience the same symptoms (severe pain and heavy bleeding during menstruation; prolonged menstrual cycles; severe, lower abdominal, pelvic, and hip pain when not menstruating; painful intercourse; migraines; fatigue; and bloating) that she developed following her implantation of essure. As a result, she anticipates having to undergo a third surgery to remove the essure micro-inserts that had migrated to her uterus. Company causality comment:this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and, due to unspecified reason, she underwent a bilateral salpingectomy 10 months after essure insertion. During follow-up exam, the physician advised her that only half of one of the essure micro-inserts was recovered during surgery (seen as device breakage). A CT scan was performed and showed that the missing essure micro-inserts had migrated to her uterus and perforated the uterine wall. This exam also revealed the presence of a teratoma near left ovary. She had a second surgery to remove her left ovary and the teratoma. On the next day, plaintiff presented shortness of breath and CT and x-rays revealed an air-pocket between liver and lung (interpreted as pneumoperitoneum).ovarian germ cell teratoma and pneumoperitoneum are unanticipated while other events are anticipated in the reference safety information for essure. The exact date and mechanism of uterine perforation and device breakage are not known, however, considering the events' nature, causality with essure cannot be excluded. Given the etiology of ovarian germ cells teratomas, a causal relationship with essure was considered unrelated. Even though it was nor specified, it is possible the plaintiff's surgery was performed through laparoscopy. Considering the close temporal relationship of dyspnea-pneumoperitoneum diagnosis, pneumoperitoneum could be related to surgery itself. This event was considered unrelated to essure. This case was regarded as incident, due to required surgical interventions. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.